Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros tsh result was obtained from a single patient sample when tested on a vitros 5600 system. The definitive assignable cause could not be determined. Vitros tsh precision testing performed was within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. Historical quality control results for the vitros tsh reagent lot 6055 was acceptable, indicating a vitros tsh reagent related issue did not likely contribute to the event. Additionally, ongoing tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 6055. In addition, pre-analytical sample processing could not be ruled out as a contributing factor. The customer is not adhering to the sample collection device manufacturer¿s recommendations for sample centrifugation, therefore; improper pre-analytical sample handling (centrifugation) cannot be ruled out as contributing to the event.

Event description:
A customer obtained a non-reproducible, higher than expected vitros tsh result from a single patient sample when tested on a vitros 5600 system. Patient sample result of 12.0 miu/l vs. The expected result of 0.80 miu/l biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected patient sample result was not reported from the laboratory and there was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4) and ivd (B)(4) .